Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. Batch # a9c555. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. A video was received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what was the procedure? Thoracoscopic lobectomy. What vessel was being cut/stapled? Right inferior pv. Is it the surgeon¿s standard practice to use 60mm for vessel transection? Yes. Was the vessel skeletonized prior to firing? No. Was there any observation of staple form, if so, please describe? Unknown. Is there a photo or video available? Video has been uploaded. Was this the first firing of the device or had it been previously fired in the procedure? This was the last fire. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was intro-op bleeding. The product was used on the vessel. After the last fire, a serious bleeding was noted before opening the jaw. Changed to open chest and used suture sewing to rescue the patient. The amount of bleeding was about 8000ml. The patient was shocked during the operation. The patient was rescued finally and now has been transferred to ICU for observation.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2023. Video analysis: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows tissue manipulation, a device with a white reload loaded is showed. Several properly formed staples can be seen in the tissue. At the 00:07 mark the device is placed and closed over tissue. At the 00:12 mark the device is firing. At the 00:21 mark the device is opened and significant bleeding is observed in the tissue. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.